Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 25 mg/dl. Reportedly, the customer fell resulting a cut in the arm. Reportedly, the customer went to the emergency room where bg was treated intravenously with saline. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.